Manufacturer narrative:
Per tandem diabetes care user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause hypoglycemia (low bg) events.

Event description:
It was reported that customer experienced low blood glucose (bg), with a lowest reported value of 2.3 mmol/l. Customer treated bg by consuming glucose tablets. During troubleshooting with technical support, it was reported that the customer inadvertently performed the load sequence while connected to the site. Technical support informed customer that filling tubing while connected could cause unintended insulin delivery. Customer was educated not to perform this step while connected, acknowledged instructions, and no further assistance was required.